Event description:
It was reported that this right atrial (ra) lead became dislodged after pocket closure. The patient underwent revision surgery to explant and replace the lead. No additional adverse patient effects were reported.